Manufacturer narrative:
The patient required a rescan on a different machine as the bodytom elite scanner stopped mid-scan. We have implemented corrective measures to mitigate the risk and prevent errors through service visit. Dail calibration and quality assurance testing was completed on the system with no issues. Any additional information received on this incident will be reported in a follow-up MDR.

Event description:
The patients had re-exposure due to the scanner stopping in the middle of a scan.